Manufacturer narrative:
Contacted customer requesting for patient information and event date, but no response received.

Event description:
The customer reported that the ventilator alarmed with back-up alarm test failed occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned cpu board found that the buzzer ls1 of the cpu board had failed due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem.